Manufacturer narrative:
The investigational analysis completed 2/14/2020. The device was visually inspected and reddish-brown colored material was observed in pebax. Then during a second closer inspection, a hole with reddish-brown color inside. The magnetic and force features were tested and no issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that¿s it was reported tat high force readings were observed and the vector was inaccurate. Changing out the catheter cable resulted in force over maximum error. When radio frequency energy was applied they had a dancing catheter icon on the carto 3 system. The catheter was changed out and the issue was resolved. No adverse patient consequences were reported. The bwi pal received the device for evaluation. Upon initial inspection, reddish brown color was observed in the pebax. The observed reddish-brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. During a second visual inspection on 2/11/2020, the initially observed reddish brown material was confirmed. Additionally, a hole was observed in the pebax the observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/11/2020.